Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to an intermittent power supply brick. The root cause for the intermittent power supply brick could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger was resetting.